Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch number: 2400100000-2020-8029. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system y-type blood/solution sets leaked. It was further reported ¿the blood product had a hole and leaked at the bottom of the filter chamber and there was a crack in the filter chamber.¿ the device was filled with red blood cells for a blood transfusion. There was no patient involvement. No additional information is available.